Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate stimulation wherein it was suspected was due to high impedances on the previously implanted dbs lead or lead extension. During the second stage of the dbs implant procedure the physician confirmed that the previously implanted lead extension was bad. The lead extension was replaced. The patient was doing well post-operatively. The explanted lead extension was retained by the hospital.